Event description:
Boston scientific received information that this product was part of a system revision due to infection and the previous incision not healing as expected. There were no additional adverse effects reported.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.